Manufacturer narrative:
This supplemental report is being submitted to provide additional information (see e2, e3, g2) and the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Since the cable was torn and flooded, it was considered that the cable unit had failed due to flooding. Therefore, there was a possibility that the image was not displayed. The instructions for use (IFU) provides the following guidelines: never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. No picture was displayed. Only color bars were displayed. The issue was due to a faulty cable unit. In addition, the cable was punctured. The device failed the water leak test due to the punctured cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, during preparation for use for a therapeutic procedure, there was no picture when using the high-definition camera head. No patient harm reported.